Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that the avea ventilator stopped ventilating but their event logs did not show any error. The customer provided a photo of the ventilator's issue that showed an extended high ppeak alarm condition with flat waveforms. The customer stated that repair work was completed on the avea and the gas delivery engine (gde) was replaced because it was giving blender errors. The customer stated that there was no patient involvement with the reported issue.